Manufacturer narrative:
At this stage, it is not possible to make any definitive statements regarding the possible cause of the reported incident or any connection to the device in question. The affected device has not yet been received by the manufacturer for examination. The submission, additional information on the event, and the relevant contact details of the reporter have been requested and will be presented in a follow-up report upon receipt.

Event description:
Customer informed us on october 1 that one of our products was involved in a case in which a laceration occurred.

Manufacturer narrative:
As the product in question complies with the specification and no deviations were found that could cause or contribute to the reported incident, we suspect that maybe the pinning technique was not optimal, as described in the product's instruction manual (secure the patient's head to the skull clamp): "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline." The content of the following fields has been changed since the last (initial) report: b4, b6, d9, g3, g6, h2, h6, h11.